Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's eye due to complaints of visual performance and deviation of refraction. There were no reported health damages or patient injury. The iol was discarded and will not return for product investigation. No additional information was provided. (B)(4) completed on (B)(6) 2023. There is no indication of a product deficiency or product malfunction.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.